Event description:
Rv defib lead impedance warnings noted. Device appears to be occasionally under-sensing on atrial lead during at/af event(s) (complaint device.) This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152591. No device details are available. Received voluntary anonymous medwatch report, mw5152592.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.